Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge the scs ipg as recommended. As a result, ipg was deemed inoperable. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information identified that patient underwent surgical intervention to have the ipg explanted and replaced. Reportedly, patient has effective therapy post-operatively. Issue of inoperable ipg was resolved with ipg replacement.

Event description:
Additional information identified that reprogramming is working well and patient has good stimulation and is happy with the pain coverage.